Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was probably about a week ago the pt started having trouble with the recharger. They would have to reset it and it was not charging their implant battery, as of this morning they could not recharge the implant battery. Pt use to be able to finagle and it took them 10 to 15 minutes to find a position and they could charge their implant but not to a full charge. Then last night it was just spinning and it would not take a charge. Pt noted the whole screen would show medtronic with a light grey color and was unresponsive until they remove the controller battery. During call patient (pt) verified no damage to the  recharger (rtm) or to the controller charging port. Pt cleaned the rtm pins and pt blew into the controller charging port. Pt reset controller and attempted to recharge their implant battery, pt got no device found. Pt was able to go through passive recharge mode but pt said the cord coming out was so hot and they did not want to touch it since it could burn them. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the cable insulation was torn and wires exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.